Event description:
It was reported that when the patient presented for routine follow-up, the device interrogated in backup mode. Software downloads were unsuccessfully attempted. At the last check in january 2008, the battery voltage was 2.68 v, with an estimated remaining longevity of 6 to 9 months.

Manufacturer narrative:
No medwatch form was received.